Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (2 grams, route not specified), fortum injection (1000mg, route not specified, and tobramycin injection (40mg, once a day, route not specified). At the time of the report, the outcome of the patient was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent was clear and antibiotic treatment was completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. If there is any further relevant information, a supplemental report will be filed.